Manufacturer narrative:
It was reported that all functional and safety checks were performed to meet factory specifications and the unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) display "electrical test failure failure 53". There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and check the x1 and x2 sensors. The fse found them dirty. After cleaning them, the fse reinstall x1, x2. The actual pumping was tested with balloon and it was normal for 3 hours. The fse did not confirmed if the unit was returned to the customer. Additional information is being requested and as soon as it is provided, we will submit a supplemental report.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) display "electrical test failure failure 53". It is unknown if there was any patient harm/injury; however there was no adverse event reported.